Event description:
As reported by the user facility information by bbm sales organization in sweden: "underinfusion". According to the customer: "the nursing staff says that the pump works poorly. Used, among other things, for infusions of cytostatics. On several different occasions, the pump has alerted for an empty bag even though there was an amount left, sometimes as much as 10-20ml. No matter how we have tried, the pump does not want to draw down the rest of the medicine in the unit from the bag. It is very serious as it means that the child does not get all the medicine. Works well otherwise. The pump will be sent."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space plus; 2.2 article number: 8719050; 2.3 serial number/batch: (B)(6); 2.4 software version: 020a0003; 2.5 hours of operation: n/a; 2.6 seal: yes (black production seal); 2.7 further information: n/a. 3. Investigation results: 3.1 history inspection: 3.1.1 the history files were read and sent to the development for further investigation. 3.1.2 the development answered our request to investigate the history as follows: the device history has been analyzed. Since no further information on the date of incident was available, the last two performed therapies have been analyzed. The infusion line has been inserted at (B)(6) 2022, 10:20:40. No safe set was selected. This therapy has been started at 11:13:06 with a flow rate of 568 ml/h and a vtbi of 142 ml interrupted by an upstream occlusion alarm at 11:25:14 but was restarted at 11:25:29 successfully completed at 11:28:22. A new therapy was started at 11:29:30 with a flow rate of 130 ml/h and a vtbi of 130 ml resulting in an infusion time of 1h. Several upstream alarms occurred at 12:13:20, 12:15:26, 12:15:34, 12:16:04, and 12:16:14. After restarting again at 12:16:28, a downstream occlusion alarm occurred 2 seconds after start. After confirmation and restarting at 12:16:42, another downstream occlusion alarm occurred 7 seconds after start. This scenario was repeated at 12:16:57, 12:17:10, and 12:17:16. At 12:17:21 the door was opened, and an infusion line has been inserted and confirmed at 12:18:21. The therapy was resumed at 12:18:26. A manual bolus was started at 12:18:55 but interrupted by an upstream occlusion alarm. After restart at 12:19:09 a downstream occlusion alarm was prompted immediately. After restart and during administration again a upstream occlusion alarm was issued at 12:19:37. The infusion was interrupted by additional upstream occlusion alarms at 12:21:08 and 12:21:41 until the vtbi has completely been infused at 12:35:27. The infusion has been ended and the infusion line has been removed. Besides the frequently occurring occlusion alarms, no abnormality could be found. Since no safe set has been used in most of the performed therapies with this pump (approx. 73 %), the pump will only deliver the programmed volume and not until the bag is empty. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact and undamaged. The device was in a clean state and no damages were detected. 3.3 functional inspection: a functional test was performed. The device did start using the power of the battery and passed the self-test, the mains voltage was connected, and the battery pack got charged. An infusomat space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump into operation. 3.4 individual inspection: 3.4.1 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,27%. 3.4.2 the electronic pressure cut-offs and the mechanical pressure limitations of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-offs were checked: the device matches the required values and standards. All measured values are within our specification. 3.5 disassembling: during the disassembling of the device, no damages could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the device operates within specification. No flow deviation could be reproduced. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.